Manufacturer narrative:
The instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the maryland bipolar forceps instrument allegedly broke off inside the patient. One instrument fragment was retrieved, however, some fragments of unknown size were not found or retrieved. At this time, the root cause of the customer reported failure mode is unknown. The location of the missing instrument fragments are also unknown.

Event description:
It was reported that during the da vinci-assisted surgical procedure, fragments from the maryland bipolar forceps instrument allegedly broke off inside the patient and were not retrieved. The maryland bipolar forceps instrument was replaced intra-operatively with a fenestrated bipolar forceps instrument. On 02/14/2018, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, the video is not available for isi to review. The maryland bipolar forceps instrument was inspected prior to the start of the surgical procedure and no problems were found at the time. The instrument damage was first noticed while the surgeon was pulling and grasping tissue with the instrument. At that point, the surgeon noticed that the movement of the instrument was abnormal. The instrument did not collide with any other instruments during the surgical procedure. The patient was not hospitalized for a longer period of time due to the alleged instrument issue. In addition, the patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that fragments from the instrument broke off. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.096¿ x 0.212¿ piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. Based on the current information provided at this time, this complaint will remain reportable due to the following conclusion: it was reported that during the da vinci-assisted surgical procedure, fragments from the maryland bipolar forceps instrument allegedly broke off inside the patient and were not retrieved. However, at this time, the location of the missing instrument fragments is unknown. Also, there is no indication that a malfunction of the instrument occurred. Failure analysis determined that the instrument damage was likely caused by mishandling/misuse.